Event description:
When the surgeon put the first t in place, the second one came out the inserter. The surgeon was obliged to place another suture, leaving the first one in place.

Manufacturer narrative:
Device is not being returned for eval. (B) (4)